Manufacturer narrative:
The field service representative stated the cause was unknown. He replaced the valves for the wash and dosage pipettes, replaced the valves for probes b and c and changed out probes b and c. Calibration and qc were performed to verify the analyzer performance and all results passed.

Event description:
The user stated that she had to rerun 3-5 patients for glucose with large differences in the results. The user stated that she had deleted the results from the integra and has no specific results, demographics or any other details of the results other than all the patients were being treated for chemotherapy. She stated that she ran about 3-5 patients and the original results were estimated at 17-18 mg per dl and then the rerun results for all three were estimated at 92 mg per dl. She stated that when she reran the samples again they repeated the same as the original rerun of 92 mg per dl. None of the results were reported and no adverse reaction occurred with the patients.